Event description:
The FDA medical device reporting team provided report, mw5109612, that was received through FDA¿s medwatch program. Customer reports one false negative and four false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the four false positive results obtained. See related cases for alternate discrepant results. Customer reports receiving a false positive result on an unknown date when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). A repeat cue test provided a negative result. Customer tested negative with a hologic aptima lab test as well as four binaxnow and ihealth rapid antigen tests.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.